Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer passed away at home, in hospice care. The cause of death was tpa stroke. The caller stated that the customer was in and out of hospitals, had kidney failure and was on dialysis, had heart disease, had stents installed, had infection, and had strokes which caused the customer's death. The customer could not eat. The caller did not know the customer's exact blood glucose value at the time of passing, but stated that it was low. The caller was not wearing the insulin pump at the time of passing; it as removed two weeks prior to passing, when hospice care came in. The insulin pump was disconnected due to illness and strokes. The customer was using sensors but it was stopped when hospice care came in. The caller does not have the customer's insulin pump.